Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, product type: screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2016, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that the patient could not feel stimulation on the left side in the lower back and legs post-operation of the trial on (B)(6) 2016. Impedance measurements were found to be 2000-4000 ohms range. The following day they were able to get stimulation in the left side within the flank, ribs, and abdomen. The manufacturer representative used target my stim to help locate more comfortable coverage but was unable to get the legs. The stimulation coverage was now in the back wrapping around to the abdomen. The trial patient had a medical history of chronic pain. Additional information received from the manufacturer representative on 2016-11-18 with the aware date of 2016-11-17 reported that the patient was switched to hd programming on (B)(6) 2016 at approximately 5:30 pm. When the manufacturer representative spoke to the patient on (B)(6) 2016 the patient woke up with painful stimulation in the left flank/ribs but the patient would not turn it down despite the manufacturer representative¿s instructions the prior day to use the controller to keep the amplitude below the level where they could feel stimulation. The patient also stated that they were having an exacerbation of congestive heart failure (chf). The patient was in the emergency room (ER) due to swelling of their entire body from chf. The patient and treating health care professional (hcp) were educated to unplug the cable from the external neurostimulator (ens) and not to turn it on. The patient was scheduled for a lead pull this morning but it may need to be rescheduled if the patient was hospitalized. The serial number of the ens involved in this event was unknown.